Event description:
During a hysterectomy procedure, the surgeon noticed that the staples were not present in the cartridge before the device was applied on the pt. The surgeon applied another device.

Manufacturer narrative:
The cause for the difficult reported could not be reliably determined as the device was received in an open package with only half of the staple complement present.